Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2016 with the following findings: investigation revealed a dim and discolored display. In addition, the battery compartment was cracked in two places. Unrelated to these issues, the pump had chipped paint. The audio bolus button cover was punctured; however, the bolus button was responsive during the investigation. In addition, a crack was noted to the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 08/15/2016. Investigation revealed a dim and discolored display. In addition, the battery compartment was cracked in two places.